Event description:
The peritoneal dialysis patient reported a fluid leak during treatment. The leak was noticed after treatment when cycler door was opened. The leak was identified on the pumps inside the cassette compartment. The patient's effluent remained clear. The patient took a dose of 1g vancomycin ip and 50mg cipro orally twice a day for 14 days.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation fo the device manufacturing records was conducted by the manufacturer. Trhere were no deviations or nonconformances during the manufacturing process. In additional, the batch record review confirmed the labeling, were within specification.